Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alleging possible under delivery. The customer¿s blood glucose level was 335 mg/dl. Customer stated that insulin pump was not delivering insulin. Customer stated due to high blood glucose insulin pump alleging possible under delivery. Customer reported insulin exited at the quick release. The insulin pump and reservoir will not be returned for analysis.